Event description:
A 38 year old white gravida 2, para 2 female; status post bilateral subglandular inframammary bilumen implants (? Size/type/MFR - no records) in 05-18-1983. Pt noted a right lateral bulge 6 months ago. No history of trauma. There has been a bilateral increased pulling sensation, and pt noted a small lump in the right upper breast one month ago, with no changes. Pt denies decrease in size or change in texture. Pt complains of some degree of fatigue, sleep disturbances, paresthesias, adenopathy, hot flashes/sweats, headaches, memory loss, and easy bruising. Pt is otherwise healthy.